Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the digital display of a patient's controller was defective. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
Additional information received included pictures of a controller display with diagonal lines seen through part of the display. The site further reported that the event was no associated with any controller alarms or vad stops. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller (con212202) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level. The controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing horizontally throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. The controller lcd display failure was most likely caused by a faulty lcd display module. The manufacturer is investigating with the supplier the defective lcd displays. The most likely root cause of the reported event can be attributed to a faulty lcd display module. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.